Event description:
Patient reported experiencing elevated blood glucose levels up to around 300 mg/dl. Patient alleges the pump is not delivering insulin properly. During troubleshooting patient states, he has never changed the adapter. Patient stated he switched to the backup pump after 2 weeks of elevated blood glucose levels and his blood glucose level returned to normal. Patient was able to self-treat. Patient discarded the infusion set and the cartridge. No adverse event reported. Requested return of the pump and the adapter for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.